Manufacturer narrative:
Insulin pump received with missing retainer ring and reservoir tube lip o ring. Insulin pump received with broken reservoir tube lip. Unable to perform displacement test, occlusion test and prime, fill anomalies. P-cap reservoir will not lock properly due to missing retainer. Insulin pump passed rewind, prime, seating, basic occlusion and force sensor test.

Event description:
Information received by medtronic indicated that the insulin pump rewind and load reservoir was completed but the icon still showing red. Customer stated that they performed self test. Insulin pump did pass self test. No harm requiring medical intervention was reported. The device was returned for analysis.